Manufacturer narrative:
Livanova (B)(4) manufactures the s5 system. The incident occurred in (B)(6). This medwatch report is being filed on behalf of livanova (B)(4) following the procedure, the customer contacted livanova and was advised to remove the device from service until a visit could be made. A livanova field service representative was dispatched to the facility to investigate. The service representative was unable to confirm the reported issue. Serial readouts of both pumps and the cardioplegia module were performed and sent to livanova (B)(4) for analysis. The service representative advised the customer to unplug the centrifugal pump when not in use to avoid confusion. Subsequent functional verification testing was completed without an issues and the unit was returned to service. During the serial readout analysis at livanova (B)(4), it was discovered that both pumps were on when the system was powered on, causing the reported duplicate pump error. Livanova (B)(4) reaffirmed the advice from the service representative that the unused pump should be unplugged upon start-up to avoid the error. A review of the DHR did not identify any deviations or non-conformities relevant to the reported issue. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report. Device not returned.

Event description:
Livanova (B)(4)received a report that a s5 system control display module displayed an error message related to the centrifugal and arterial pump having duplicate pump numbers during a procedure. The centrifugal pump was not turned on at the time. The perfusionist attempted to clear the error but it persisted. There was no report of patient injury.